Event description:
It was reported that bd intima-ii catheter broke / separated after placement on (B)(6) 2025, at 3:30 pm, while treating patient, diagnosis: stroke. When establishing an intravenous line for the patient with an indwelling cannula, blood was seen after the needle was inserted, so the steel needle was withdrawn while advancing, and finally withdrawn. After the steel needle was withdrawn, the patient had difficulty walking, and finally the indwelling cannula was pulled out. It was found that the indwelling cannula needle tube translation copied from deepl: (B)(6) 2025 at 15:30 in to , diagnosis: stroke, to the patient with an indwelling needle to establish venous access, into the needle to see the return of blood after the withdrawal of the steel needle while retreating into the final withdrawal of the steel needle after the patient's fluid walking is not smooth, and finally pulled out the indwelling needle, found that the indwelling needle hose has been broken at the patient's blood vessels pierced, resulting in fluid is not smooth, and immediately re-replaced the indwelling needle to perform the puncture, to the patient and the family to the security of the patient and his family. The patient and his family were taken care of.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history check was unable to be performed since no material and lot/batch number was provided. A device history record (DHR) review was unable to be performed since no material and lot/batch number was provided. Retain sample analysis could not be performed as no material and batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information is available.